Event description:
It was reported that a spectrum pump alarmed upstream occlusion. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. Eval confirmed, but did not reproduce, the reported symptom of "upstream occlusion alarm" through the history log, however was unable to determine if they are true or false upstream occlusions. The ultrasonic sensor was found to have low readings which can lead to false detection of upstream occlusion. The ultrasonic sensor was replaced.